Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. It was reported that the patient was already deceased upon the crew's arrival and before resuscitation attempts were started. The customer used skintact electrodes; the electrodes were not returned for evaluation. Physio observed proper device operation through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
While a physio-control field engineer was on site at the customer, he was informed that the customer had a lifepak 1000 defibrillator that failed to recognize a patient connection earlier that day. The paramedic placed defibrillation pads (skintact) on the patient, but the device prompted the user to "connect electrodes". A second pair of defibrillation pads were then placed on the patient (after removing the first set) and again the device prompted the user to "connect electrodes". With the pads still attached to the patient, a lifepak 15 monitor/defibrillator that was available, was connected to the patient using the pads that were still attached. The lifepak 15 monitor/defibrillator did recognize the patient connection. It was further reported that the paramedic believed that the reported device issue did not affect the patient outcome. The paramedic believed that the patient was already deceased on the crew's arrival.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. It was reported that the patient was already deceased upon the crew's arrival and before resuscitation attempts were started. The customer used skintact electrodes; the electrodes were not returned for evaluation. Physio observed proper device operation through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined.